Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had the station that received an error code and hard drive crashed, went to offline in remote smart service. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system received an error code and hard drive crashed, went to offline in remote smart service. The field service engineer reported that the station needed to be reimaged. The fse updated the reimaging for the station to 1.7.4. And synchronization had to be restarted due to the download hanging up. The fse changed the network card speed 100 half-duplexes, and the database was successfully synchronized. The fse tested the station in the application and the diagnostics application to ensure the functionality, also verified the customer inventoried the device. The system functioned as intended after the field service engineer repaired the device.